Event description:
Procedure: radiofrequency ablation. Reportedly, about two minutes after the unit was activated, it broke down. The pt complained of leg pain. The surgeon removed the return electrode pad. About 1cm burning on the pt leg was noted and 5cm burning at the connection of cable in the return electrode pad were confirmed. The surgeon changed to another return electrode pad to complete the procedure.